Event description:
It was reported that the lead was replaced for non-specific malfunction. No further information is available at this time. Patient was stable after the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.